Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es used in this incident, it was determined that the user received a fatal error and was unable to login since the station database had over 10gb. A technical support specialist reconfigured the storage memory of the device, then rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower user received a fatal error and was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this incident.